Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post an implantable cardioverter defibrillator (ICD) changeout the right ventricular (rv) lead had triggered a lead integrity alert (lia) with noise that was able to be reproduced with isometrics and by 'tapping the can'. It was noted that prior to the ICD changeout there had not been any noise seen on the device or lead and it was assumed that there was a loose set screw. A revision procedure was conducted, and the pocket was opened. The cathode was completely thru the header, and a tug test showed no issue. Cables were connected and the lead was manipulated with noise being present, so the physician decided to implant a new rv lead and df4 connector ICD on the off chance that it was a header issue. The device was extracted and replaced and the lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.